Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer. It was reported that the patient had not charged and had not felt stimulation since the beginning of 2015. The patient had not charged because they lost the equipment. The battery was in overdischarge. Additional information regarding the resolution of the issue was requested. A supplemental report will be sent should additional information be received. Note: one of the surgical interventions previously reported is now captured in regulatory report 3004209178-2014-21607.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was moved twice and she was still not receiving stimulation in her lower back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).